Event description:
Litigation papers allege the patient suffers from pain and elevated metal ion levels. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffers from pain and elevated metal ion levels.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to excessive wear, synovitis, and excessive fluid collection including yellow turbid fluid. The information received does not change the MDR decision.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.